Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the discovered symptom system error 105 caused by a failed motor. The motor was replaced.

Event description:
During baxter's device evaluation, the device displayed a system error 105. There was no patient involvement.